Event description:
The product was used during a gallbladder procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.